Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: the suction catheter with connector comes off the tube.

Manufacturer narrative:
The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of lot # 21c039fhx. An investigation into the reported condition was performed at the manufacturing facility. Photographs were submitted for investigation. The photos confirm the reported condition. After the photo analysis, samples were received in the form of four (4) opened and unused devices in relation to this report. The samples have been visually inspected by the investigation team. A potential root cause for this condition is that not enough cyclo compound was applied to the catheter. As an initial action the occlusion/leak test has been increased and will be performed at a tightened inspection level. A formal corrective/preventative action (CAPA) has been opened to further investigate this report. The potential root cause for this defect has not changed with the evaluation of the samples returned.